Manufacturer narrative:
(B)(4). Batch # r5a171. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information: a background related to the benchtop test methods was provided. It was explained that they are developing their own circular staplers and as part of their testing, five ethicon circular staplers were tested to benchmark against. Five cdh29a devices were fired in porcine rectum tissue test media. Based on the testing, they felt that the results of staples varied in size and form; some did not have proper b-form. All devices were brand new staplers in the package. Photos from the powerpoint presentation previously provided were reviewed. There was a device from batch r5a171 that was fired without tissue with the same results. When asked if there was anything unusual about firings, the surgeon commented that he felt the devices were harder to fire; required more pressure than normal. He also commented that it appears the staples didn't hit the pockets completely; some hit off center and some hit in the middle. It was asked if it was part of the protocol to ensure the white breakaway cutting washer was cut after each firing. The response was that the washers were not checked, but it was the surgeon¿s impression was that the washers were cut all the way through. The tissue was examined and was divided as it should be. When asked if there was any testing on the tissue itself such as leak testing using air or water the response was that no pressure testing was performed; they were only evaluating the staple form. Every anastomosis was okay, with no obvious damage. There were no tears in the tissue; no obvious holes. There was further discussion related to the photos provided. Information was provided that while the staples may not appear perfect, the staples in the photos do appear to meet the staple form release criteria. While the height of the staples cannot be measured based on the photos, the staples should meet the clinical intent of a successful leak free anastomosis as all the staple tips do turn back toward the crown. When asked if any of the staplers were reloaded with staples, the response was that all five devices were brand new for the tissue testing. As they felt that the shape of staples was not standard, they decided to fire in the air without tissue. One device was specifically discussed as having been reloaded with staples for additional testing and was dry fired. There was discussion of how the dry fired staples in the photo did meet staple release criteria, however, the device is indicated for single use and reloading as well as firing without a test media could affect device performance. To summarize; in relation with our own development project of a new circular stapler solution we discovered an irregularity in staple formation while testing cdh29a staplers. Our tests were done on new staplers on double-layers of pig rectum tissue creating traditional anastomoses. A total of 5 staplers were used and all of them resulted in slightly irregular b-shapes and staple height variation of up to 0.6 mm (B)(4). As a result of this, new staplers from another batch were picked out of the or at the hospital. They were fired without any tissue, and similar irregularity were observed also in these staplers (B)(4). We believe that the reason for the irregularity is a slight off-centered anvil orientation causing the staples to hit the staple grooves incorrectly. The surgeons also report an increase in force needed to create the anastomosis, which makes sense if the staples miss the pockets. We note that ethicon¿s qa-team state that the observed irregularity is within their standards and that our observations will not have any clinical implications.

Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk . The specific lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: results: from a recent test we have done on pig rectum tissue ex vivo using completely new ethicon stapler (cdh29a), we discovered that the staple form was not optimal and skewed to the side. A closer look at the staples during the firing procedure (using no tissue/material) revealed that the staples don¿t hit their corresponding grooves correctly. It seems to be a production error causing the anvil to be slightly off its correct position during firing of the staples. Photo and video evaluation summary: upon visual inspection of a (B)(6) and a video, the following was observed: the (B)(6) from slide 2 to 8 show several staples that have the proper b-form. The slide 9 shows two photos, in the photo on the left side it can be seen that staple legs are noted between anvil and guide face. The photo on the right side it was observed several staples that have the proper b-form. The video shows the anvil area. At the 00:01 mark the staples legs can be see between the anvil and guide face, at the 00:02 mark the staples begin to form in the anvil, at the 00:10 mark the staples are totally completed and at the 00:15 mark the staples fall from the instrument to the table and all the staples have the proper b-formed. At the 00:16 mark the casing half washer can be appreciate inside of the device. Based on the photos reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that surgeons and engineers from (B)(6) have founded a company where they are developing a circular stapler. During bench top testing, the cdh29a shot skewed, did not rotate in place, staples hit skew and deformed. During their development phase they had to test their firing and compare it versus cdh and eea staplers that represent the leading circular stapler technology in the market. Their findings of the malformed staples in cdh29a had to be reported to their formal database. The surgeons are working at a university hospital and based on their findings they have said that they have stopped the use of cdh29 - ethicon circular stapling in clinical use. This product was not used on a patient; only bench top testing of product.